Manufacturer narrative:
On (B)(6) 2018, the mentioned system was shipped to the dealer ((B)(6)), according to the end-user specification provided. The dealer stated that this system was involved in an automobile accident while riding on the parking lot. The other vehicle was backing up and hit the end-user's chair. There is no injury or device malfunction reported on this mentioned incident. It is also to be noted that there has never been any malfunction on this mentioned system, however, system was involved in this accident, so we consider it as a reportable event.

Event description:
On (B)(6) 2020, motion concepts lp was notified by medbloc inc. ((B)(4)), that one of their dealer (numotion) notified them of an incident that took place on (B)(6) 2020. The dealer reported that the end-user was riding the wheelchair at the parking lot and a vehicle hit the end-user while backing up. The dealer also mentioned that there was no reported injury to the end-user and there was no device malfunction involved.